Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a black color impurity inside the balloon reservoir of the pump. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured april 16-18, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a black particle on the white filter. The white filter is located inside the device's bladder. The device has a 5-micron filter to prevent particulate matter inside the bladder from moving out of the bladder and downstream of the fluid path to the patient. The particulate does not have potential to be infused to the patient and therefore it is not likely to cause a serious injury. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.